Event description:
It was reported that "the package was found broken during inspection. Involved 1 pcs". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The stapler was returned in the original packaging. It was observed that the tyvek lid-stock was partially peeled at one of the tray corners. No other damage was observed on the lid-stock or tray. Upon closer inspection, there was a lack of adhesive found on the tray at the peeled corner. It was noted that a piece of excess material was found in the packaging. This material was not reported by the customer, is unrelated to the customer report, and appeared to be made of the same material as the stapler frame and trigger. The manufacturing site was consulted for this identified defect. To determine whether the sterility was maintained in the packaging, the seal width across the flange was measured. The seal width was measured to be 1/8th of an inch. A complete seal area must be a minimum of 1/8" width, continuous all the way around and free of voids, channels, excessive deformation, creases, and foreign material. The seal met the required specifications, indicating the sterility was not compromised. A DHR was performed, and no issues were found with the manufacturing process. The reported complaint of " packaging damage - device package - incomplete seal" was not confirmed based upon the sample received. The stapler was received in its original packaging, upon visual inspection it was observed to have corner of the tyvek seal peeled. A lack of adhesive was found on the tray at the peeled corner. The manufacturing site was consulted for this issue and a seal measurement was performed. The remaining seal was measured to be 1/8th" of an inch, which met the 1/8th" minimum requirement for the seal width. The packaging passed the seal specification indicating the product's sterility was not compromised. A DHR investigation was performed, and no issues were found related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection. Involved 1 pcs". No patient involvement.